Event description:
Customer reported a past high blood glucose event with a level of 525 mg/dl. Cause was not known. To address the high blood glucose, the customer changed the infusion set and cartridge. Recommendation was made to consult a healthcare provider in regards to diabetes management.